Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC used for aquadex pediatric patient and placed in the ij on (B)(6) 2021 and the wing cracked on 3/14/24. The line was discontinued by providers on 3/19 after the patient's status improved and no longer needed aquadex. No other information was provided.